Event description:
It was reported that during surgery a helical blade coupling screw broke. The procedure was successfully completed with no reported patient harm, medical intervention or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: per the technique guide, the helical blade coupling screw is part of titanium trochanteric fixation nail (tfn) system and it is used in the insertion of the helical blade during tfn procedure. The returned helical blade coupling screw (lot 5764024) was manufactured on september, 2008 and is 6 years old. The helical blade coupling screw was received with the knurled knob separated at the proximal end tube union. Separated surfaces are homogenous with clear material separation, weldment remains intact. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The first three threads on the distal end of the tube are partially flattened. The proximal end of the tube has a tip from a tap stuck inside the tube. This is indicative of the surgeon trying to remove the device once the knurled knob was broken. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing and it was determined to be suitable for the intended design, application and dimensional conformity when used and handled as recommended. The method of use rather than a design deficiency has led to this complaint. The cause of this complaint is due to the surgeon hammering the head off-angle or the surgeon hammering the head when the screw is not fully tightened causing the knurled knob to break off. Therefore, this complaint is confirmed however, the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.